Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge appeared to be bent. The cartridge was not used for insulin therapy. Blood glucose level was not impacted.